Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('so pissed off, only found one side and my left side is miising') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural complication ("omg 13hrs away and in surgery. Sooo scared"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the device dislocation and procedural complication outcome was unknown. The reporter considered device dislocation and procedural complication to be related to essure. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('so pissed off, only found one side and my left side is missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and procedural complication ("omg 13hrs away and in surgery. So scared"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the device dislocation and procedural complication outcome was unknown. The reporter considered device dislocation and procedural complication to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.